Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: all poly petella, catalog # 00597206532, lot # 64014583. Articular surface, catalog # 00596403212, lot # 64012131. Femoral component, catalog # 00576401551, lot # 63889183. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device discarded.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to pain. Tibial implant was found grossly loose. Attempts to obtain additional information have been made; however, no more is available.